Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing of the p-waves and atrial rhythm was flutter. The monitor indicated pacing spikes at intervals that were faster than a ventricular pause. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694765 lead; implanted 2004-(B)(6), 419488 lead; implanted 2009-(B)(6). (B)(4).